Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis by boston scientific technical services (ts) confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended within 90 days. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. This device is not expected to return for analysis.

Manufacturer narrative:
Should additional information become available, this report will be updated.